Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens -9.0/+1.0/009 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged with a same size lens due to low vault. The problem was resolved. The cause of the event is reported as unknown. Reportedly the initial lens was implanted vertically.

Manufacturer narrative:
H3 device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found optic deformed and haptic broken, bent and deformed to the lens. After rehydration it was visibly clear haptic footplate was broken. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).